Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that high impedance readings were encountered on contact 1 when tested at the pt's implantable neurostimulator. There were also high impedance readings on contact 0 when tested at the lead site with a wireless external neurostimulator. The lead was removed and replaced due to these high impedances and because the electrodes involved in the issue were used in the pt's programming. When the new lead was implanted and connected to the existing extension, high, impedance readings were encountered at the 0 and 1 electrodes. Thus, the extension was removed and replaced. No pt symptoms or outcome were provided. Additional info was request but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
Analysis of lead model 3487, lot # b0248613k showed no significant anomalies and was functionally okay but stretched on the distal side of electrode #). The continuity was acceptable and no shorts between circuits were seen. Analysis of extension model #7489, lot # nhu037660v showed that conductor wire #1 was broken 7 cm from the proximal end. The outer insulation was breached 2.5 cm from the proximal end. The extension was noted to be cut 46.7 cm from the proximal end. The continuity was acceptable on conductor wires #0, 2, and 3 with no shorts seen.